Manufacturer narrative:
The device was returned and evaluated by product analysis on 05/01/2017 with the following findings: the complaint could not be investigated due to an unrelated failure: evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery was inserted, the pump displayed the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Review of the pump¿s black box revealed the time/date reset to default after a rebooting event on (B)(6) 2017 at 19:43. When pump was powered back on the time/date was set incorrectly (B)(6) 2017 07:45 and deliveries resumed. A manual time change was observed on (B)(6) 2017 from 00:00 to 12:00. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event. The reporter stated that the patient had a blood glucose of 20 mmol/l with symptoms of increased urination and thirst. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that the pump was not keeping time accurately, and that the internal clock had diverged from an atomic clock by over 5 minutes per month. There was no known cause for this variation. This complaint is being reported based on the allegation that the patient had experienced a hyperglycemic event while on the pump.